Event description:
It was reported that catheter issue occurred. An opticross 6f hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was adhered to a non-boston scientific guidewire. The procedure was completed with another of the same device. The patient status is fine.